Event description:
The customer initially requested that the run data file be investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. When the customer realized that the wbc count is within the acceptable range for platelet products, they retracted their request for the run data file analysis. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to the customer initially alleging a device malfunction.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The device history record was reviewed. There were no issues associated with this lot. Root cause: this disposable set was unavailable for specific root cause analysis. According to the run data file and the customer's rwbc count results, the product performed according to spec. This run was not flagged to verify the wbc count because the results were within the expected range of the device. The trima accel system operated as intended. Conclusion: the measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of 5.0 x 10^6 for a single platelet product collection. No failure occurred.